Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor was replaced and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A mechanical or electrical failure of the component led to the reported error outbreak. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associate to the stirrer motor during priming. There was no patient involvement.

Manufacturer narrative:
H.10 through follow-up communication livanova learn that the center performs all operations correctly according to the IFU manual, in particular they use clorox as disinfectant (with the quantities written on the manual) always as per our specifications. The DHR could not identify any deviations or nonconformities relevant to the issue and complaints database analysis also revealed that no similar complaints have been submitted about this specific issue.

Event description:
See initial report.